Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device is showing a premature battery depletion (pbd) behavior. The remaining battery level has been reduced in a short period of time and the battery consumption rate is over one hundred percent. This device remains in service. The patient died, but the causes are unrelated to the device malfunction, according to the field representative. No adverse patient effects were reported. The complaint device was not returned by the customer; therefore, no product analysis could be performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device is showing a premature battery depletion (pbd) behavior. The remaining battery level has been reduced in a short period of time and the battery consumption rate is over one hundred percent. This device remains in service. No adverse patient effects were reported.